Event description:
During a rhinoplasty procedure, the tip came off.

Manufacturer narrative:
The investigation shows that the fracture of the tip was caused by too high bending and torsional forces - whereas the bending forces prevailed. Indications for material or manufacturing related problems were not found during investigation.